Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeping and depleting battery before expiry date. There was no patient involved in this event.

Event description:
Device beeping and depleting battery before expiry date. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 15th march 2011. During the investigation, resistor r156 was measured and found to have failed. R156 is one of the resistors which set the on and off timing for the status leds. Due to the failure of this resistor the pulse was kept in a high state leading to the status led remaining constantly lit. This applied to both the green status led in normal operation and the red status led when the device was in fault mode. The reported fault of device beeping and depleting pad-paks was due to the status led remaining constantly lit leading to a high current drain which caused the depletion of the returned pad-pak. The depleted pad-pak would have caused the device to issue a ¿warning low battery, device service required¿ prompt and a flashing red status led. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.